Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) told the caller that several patients had come to them with the same problem as the caller mentioned, the ins battery not charging past 50%. The caller confirmed they were unaware of who the patients were and when the patients experienced the issue. No patient symptoms or further complications were reported as a result of this event.